Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse that encountered the issues replaced the p-clip and the front end board. The fse carried out a full preventive maintenance (pm) checklist. The unit was then operating as normal.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d10, e1 (initial reporter, event site email), e2, e3, g1 (contact person ¿ mfg site), g2, g3, g6, h2, h6 (health effect ¿ impact codes), h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings, investigation conclusions), h4 (device manufacture date). The fse that encountered the issues replaced the p-clip and the front end board. The fse carried out a full preventive maintenance (pm) checklist. The unit was then operating as normal.

Event description:
It was reported that during a battery replacement performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was missing a p-clip and had a damaged pressure port on the front end board. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is failing battery test after replacing battery. Battery bay 1 is giving issues.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - d5, e1, e2, e3, e4, g2, h6 (type of investigation, investigation findings, component codes). It was reported that during a battery replacement performed by a getinge field service engineer (fse), the cardiosave intra aortic balloon pump (iabp) was missing a p-clip and had a damaged pressure port on the front-end board. There was no patient involvement. The fse that encountered the issues replaced the p-clip and the front-end board. The fse carried out a full preventive maintenance (pm) checklist. The unit was then operating as normal.

Event description:
N/a.

Manufacturer narrative:
The complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
After further review, in mfg follow-up #1 it was mentioned in error that this event will no longer be a reportable event; however, it is a reportable event. Once our investigation is completed, a supplemental report will be submitted with our findings.